Manufacturer narrative:
B3/d10: the issue occurred on an unspecified date in april 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pins of a gem microvascular anastomotic coupler,3.0mm did not align with each other. This occurred during breast reconstruction with deep inferior epigastric perforator (diep) flap, in the operation theatre. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.